Manufacturer narrative:
Lot #, expiration date: device lot number and device expiration date was unavailable. Manufacture date: device manufacture date was unavailable because the device lot number was unavailable.

Event description:
A lead extraction procedure commenced to remove a dual coil ICD right ventricular (rv) lead due to malfunction, and the need for serial MRI's due to a neurological condition. A pre-op CT scan showed heavy fibrosis in the innominate through the superior vena cava (svc) area. The rv lead had a 80 degree bend in the right atrium where it was also attached to a right atrial (ra) lead. Upon opening the device pocket there was eggshell calcium present in the pocket. A spectranetics lead locking device (lld) was placed to the level of the bend in the rv lead in the right atrium. A spectranetics 14f glidelight laser sheath was used by the electrophysiologist. He met stalled progression in the innominate region, where the majority of the svc coil was placed. The cardiothoracic surgeon then used the glidelight device to advance down the lead into the svc. The glidelight's outer sheath was pushed into the innominate vein. Once he reached the bend in the rv lead and lased, the bend came out and the lead straightened up. The physician was able to get the glidelight device into the atrium; however the patient's blood pressure dropped. Although no effusion appeared on tee, fluoroscopic images revealed the patient's right lung field was diminished. Rescue efforts began immediately, including a chest tube and sternotomy. Multiple lacerations extending from the innominate to svc region where the svc connects with the right atrium, were discovered, 10-12 cm long. Repair was successful, both rv and ra leads were removed post sternotomy, and the patient survived the procedure.